Manufacturer narrative:
The received device had the cannula assembly deployed. The download data returned an 0x14 alarm and pulse width timeouts. A leak test found a tear in the external soft cannula, although it cannot be determined when or how this damage occurred. The device was connected to a master pdm and a 5 unit test bolus was delivered. No other issues were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 263 mg/dl while wearing the pod between 4 and 24 hours on the arm.